Manufacturer narrative:
The reported failure "error com" was discovered during start up of the device. The device was directly involved in the incident. The device was able to meet its specification. The failure could not be confirmed. According to the ssu in the communication grid of the parent dated on 2020-07-02 the error message "error com" occured due to an user error. The operation process of the costumer was incorrect. Therefore the error message "error com" occured. The disposable was not damaged during the process. The ssu informed the costumer about the right operation way and tested the rotaflow. The device is working normally and is released for clinical use. The rotaflow risk analysis version 06 (dms#2023689) chapter h1.1.1.35 and h1.1.1.32 was reviewed on 2020-07-03 with the following outcome: h1.1.1.32: disposable not mounted properly, e.g.: user error h1.1.1.35 malfunction of the flow measurement system: incorrect flow measurement the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The error message "error com" occured after start up of the device.